Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the dosage delivery was low. No patient injury reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a peeled dso seal and damaged rear housing. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. Three accuracy tests found the pump to be under delivering to the manufacturing specifications. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.